Event description:
During resmed evaluation, an astral device non-return valve (nrv) was faulty. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The nrv was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to a faulty/defective nrv. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).